Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box data showed dates from (B)(4) 2016; the black box data from the complaint date was unavailable for review due to continued pump use. A review of the alarm history indicated occlusion alarms had been emitted on (B)(4) 2016 at 03:42, (B)(4) 2016 at 07:58, and (B)(4) 2016 11:25, indicating the pump was able to emit occlusion alarms. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was returned with the occlusion sensitivity set to ¿high¿. A force sensor calibration test confirmed the force sensor was detecting correct force. An occlusion alarm was reproduced during investigation and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery or alarm defects were found on investigation; the complaint could not be confirmed or duplicated. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with nausea, vomiting, and diabetic ketoacidosis associated with the pump not emitting an occlusion alarm. The patient was reportedly treated with insulin via the pump, insulin injections, and intravenous fluids. Reportedly, the patient had a bent cannula that kinked under the skin and the pump did not alarm for an occlusion at the time of the bent cannula. The reporter alleged that the absence of an alarm lead to the alleged bg excursion and insisted that the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with the pump allegedly failing to alarm for an occlusion.